Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 438 mg/dl. Patient's current blood glucose value: 377 mg/dl. The reservoir with a leak past 2nd o ring and an air bubble after being exposed to moisture were also reported. The insulin pump is not expected to be returned for analysis but device will return.